Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 12:51 p.m. Was 5.9 inr. The result from the laboratory at 3:30 p.m. Was 3.6 inr. The result from the laboratory was believed to be correct. The customer was advised to hold her warfarin for 2 days and then decrease her normal dose by 1 mg until (B)(6) 2019. No other treatment was required. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is fine. The meter has not been cleaned. The customer is not anemic and is not taking heparin or other direct thrombin inhibitors. The customer just started a 10-day supply of antibiotics for a respiratory infection. The customer has not had any diet changes and is not experiencing any bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.